Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during set up the pharmacist noticed a black mark inside the macro line 2 tubing. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused apex 26- lead transfer set with packaging was returned for evaluation. Visual examination of the set notes that flex line #2 has an embedded black particulate on the inside of the male adapter. Incidents of embedded contamination are attributed to degraded/burned material that may have become trapped in the vents at the time the part was molded. All available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If any additional pertinent information becomes available, a follow up will be submitted.